Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient's ipg was unable to communicate with external devices after the patient failed to charge their device as recommended. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted.